Manufacturer narrative:
An investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported for an unspecific issue with the freestyle librelink application resulting in the customer being unable to monitor glucose with sensor readings. Attempted to replicate the user¿s complaint using similar configuration and successfully start a libre 2 sensor and receive glucose readings with alarm notifications and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application, in use with iphone se with ios operating system 16.5.1 version 2.10.17653. Customer reported ¿the phone won't scan¿ and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of glucose gel for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application, in use with iphone se with ios operating system 16.5.1 version 2.10.17653. Customer reported ¿the phone won't scan¿ and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of glucose gel for treatment. There was no report of death or permanent injury associated with this event.